Manufacturer narrative:
(B)(4). The recipient reportedly experienced a skin flap infection. On (B)(6) 2017, the recipient underwent a wound revision with debridement and coverage with pedicled myocutaneous flap. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection is resolved. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)( 4).

Event description:
The recipient is reportedly experiencing an infection at the implant site. The recipient presented with an abscess, edema, and tenderness at the implant site. The recipient was recommended non-use of the device. The abscess was drained and the recipient was prescribed keflex. Revision surgery is under consideration.

Manufacturer narrative:
The recipient reportedly underwent revision surgery.

Manufacturer narrative:
The recipient reportedly recovered well from surgery.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding the revision surgery were unsuccessful. The recipient reportedly remains implanted. This is the final report.